Event description:
During a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.